Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported that his coworker left him and returned less than 10 minutes later to find the patient was non-responsive and confused. An administrator called paramedics. The company nurse gave patient a glucose gel. When emergency medical technicians (emts) arrived, the patient's blood glucose (bg) was at 44 mg/dl. The emts injected patient with glucose and transported patient to hospital. Patient was released from hospital when his bg was 110 mg/dl. Patient reported that he was not near to the continuous glucose monitor (cgm) at the time of event. There was no alleged device malfunction. At the time of contact, patient is doing well. No additional event or patient information is available.